Event description:
The customer reported that the insulin pump's display was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to cracked motor flex trace. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.